Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-09615. It was reported that high amplitude noise was seen on the right atrial lead and the right ventricular lead on an hvr episode. Capture threshold, sensing, and impedance were stable. No adverse event for the patient. The patient will be followed in 6 months, and at that time, myopotential testing will be performed. Patient stable before and during the follow-up.